Event description:
A 25mm mitroflow valve in the pulmonary position developed thrombus (resolved with anticoagulant). Underwent valve-in-valve/fracture with a 26mm s3 transcatheter valve. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).